Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, an anterior moderate pericardial effusion was noticed. The physician discontinued heparin, removed balloon and sheath into the right heart, and did immediate pericardiocentesis. Intracardiac echo showed removal of 550ml of fluid. Protamine was given, ablation was not resumed. The adverse event resolved and the patient was discharged from the hospital with no signs of residual effusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the hospital stay was not extended. An echocardiogram the following day showed no effusion and the patient had a follow up echo a week later which showed no effusion. The case was aborted and the patient was under general anesthesia.

Manufacturer narrative:
Correction: this event is a duplicate of FDA report number 3002648230-2018-00377. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.